Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. Subsequently, this device was explanted and a new s-ICD implanted. The explanted s-ICD will not be returned, it was given to the patient as a souvenir. Besides surgical intervention, no adverse patient effects were reported.